Event description:
A low readings issue was reported with the adc device. Customer reported receiving a 'lo' reading (< 40 mg/dl), which customer perceived to be lower than they felt. The customer experienced dizziness and was seen at a hospital, and treated with insulin injection for a diagnosis of hyperglycemia.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.